Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion with heavy calcification and mild tortuosity in the obtuse marginal coronary artery. The 2.5 x 28 mm xience alpine stent delivery system (cds) was advanced to the lesion but could not cross the tight lesion and it was noted that the stent shifted distally. The sds was removed with the stent. Outside the patient anatomy, it was noted that the stent still remained on the balloon and that the proximal end of the stent had flared. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.